Event description:
It was reported that the unit shuts off after running a few minutes and then tries to restart itself.

Manufacturer narrative:
Add'l info will be provided once the investigation is completed.